Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - impact code - 4623 - rehabilitation. H6 health effect - clinical code - 4415 - speech disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was displaying high and then gave her a ¿brief sensor issue¿ error and prevented the patient¿s insulin pump to deliver insulin. The patient was tired, vomiting, nauseous, dizzy, disorientated, had a fruity taste in her mouth, and had difficulty speaking and walking. She eventually lost consciousness. The patient¿s husband called for an ambulance and checked her bg which was at 500 mg/dl. The patient was taken to the hospital and was diagnosed with dka and having had a stroke. The patient was unable to recall further details of the event. There was no treatment information provided. The patient was discharged from the hospital 2 days later. At the time of the report, the patient was still recovering and had a headache. The patient was also advised to undergo therapy for her right eye, which was affected during the event. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.